Event description:
The patient's mother reported the insulin delivery of the infusion device is too low, and the patient experienced hyperglycemia as a result. The history shows the last bolus was delivered on (B)(6) 2014; however, his mother reported he woke with hyperglycemia on (B)(6) 2014 and bolused to decrease his blood glucose. His blood glucose did not decrease, and he switched to his backup infusion device. Mother reported the backup infusion device is functioning correctly. The infusion device was replaced and requested for evaluation. The adapter, infusion set, and cartridge were discarded and will not be returned. Three attempts were made to gather additional information from his mother, and these were not successful.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.